Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient reported they lost consciousness and does not remember the event. Patient had gel on them and went to the emergency room for evaluation. The response buttons were not pressed during the event. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. No injury was reported from the treatment. The patient continues to use the lifevest. Holter data is not available for the time of the treatment.

Manufacturer narrative:
Monitor and electrode belt were returned to distributor for evaluation. Device evaluation of electrode belt has not yet been completed by the distributor. Device evaluation of the monitor has been completed by the distributor. The reported treatment event was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatment. The monitor passed essential performance testing.